Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), an MRI technician, regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient indicated that her device isn't working. It's unclear if this is a therapy issue or battery status issue. Patient was hospitalized, and her programmer was lost during hospitalization and patient has not used her system since then. MRI tech doesn't know reason for hospitalization, but caller thinks patient's hospital stay was recent (exact timing unknown by caller). The MRI tech was encouraged to tell the patient to go to her hcp to have the system checked as it may have gotten shut off at the hospital. It was noted the patient was to have an MRI unrelated to the device/therapy. On (B)(6) 2018 additional information was received from the consumer: the patient reported that the patient had been hospitalized about a week after implant because they felt current going to their spine, they couldn't walk and had headaches. Their device was turned off and they were able to walk again. The patient hasn't used the device since and has not had it checked again since that time. When asked the cause of the device issue, the patient said they didn't know the cause, however they said something went wrong during the implant surgery. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.